Event description:
Nurse could not deaccess port safely since the needle would not engage in the safety feature. Manufacturer response for bard huber safe step, safe step huber needle set (per site reporter). Will test device.